Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿do not hit instruments unless they are specifically intended for impaction. Never hit targeting devices or elastosil handles other than those with an integrated strike plate! Always treat the instrument carefully to avoid surface damage or alterations to the geometry. The design of the instrument must not be modified in any way. The stryker "instructions for cleaning, sterilization, inspection and maintenance" [...] Help to determine whether an instrument is in good condition or must be replaced due to excessive wear or obvious defects.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, the breakage of the welding seam may occur, when too strong forces, more forces than need to insert or extract a t2 femur nail, are applied on the device. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
Mallet head disassociated with handle.

Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
Mallet head disassociated with handle.